Event description:
It was reported that a home patient experienced a breach in aseptic technique during drain three of four of peritoneal dialysis therapy. While performing a temporary disconnect, the patient touched the blue tip of the transfer set. The technical services representative assisted the patient with ending therapy. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique during peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.